Event description:
The patient underwent tha due to oa with ceramic on ceramic for right hip on (B)(6) 2008. Osteolysis was noticed on 2013 at femoral side and acetabular side. (B)(6) 2015, alumina ceramic cup and alumina ceramic liner were replaced to x3 poly liner and delta ceramic.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding malposition involving both an unknown omnifit stem and unknown trident shell was reported. The material analysis concluded: "both the ceramic head and insert/sleeve indicated evidence of wear scarring and explantation damage. Material damage likely due to impingement was observed on the distal sleeve rim. No material or manufacturing defects were observed on any of the components examined." A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Conclusion: based on the provided information and the medical performed the product reported in this investigation did not contribute to the event. Root cause of failure in this case is related to component malposition of both the stem and the shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent tha due to oa with ceramic on ceramic for right hip on (B)(6)2008. Osteolysis was noticed on 2013 at femoral side and acetabular side. (B)(6) 2015, alumina ceramic cup and alumina ceramic liner were replaced to x3 poly liner and delta ceramic.